Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that as soon as the subject device started up the subject device gave the error e117 which indicated the subject device had malfunction, and also found that this event was caused by the failure of the ic memory board ddr3. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported error e117 could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this error was attributed to the accidental failure of ddr3 on the ic memory board and detection of the failure, because less than four years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.